Manufacturer narrative:
The field service engineer determined there was a cut in the vacuum tubing of the rinse mechanism and there were droplets in the reaction cells. The gear pump pressure was low. Wash tubing came out of the rinse vacuum bottle. The sample probe was not clean as there was a gel/protein trace on it. The rinse unit tubing was changed and the cuvette washing was checked. The gear pump was replaced and the pressure was adjusted. The wash tubing was replaced. The sample probe was replaced and the sample syringe seal piece was replaced. The sample flow path was cleaned. An accuracy check was performed and passed. All controls were within range. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. No units of measure were provided. The repeat results were believed to be correct. The first sample initially resulted with an hba1c value of 8.28, which repeated as 6.56. The repeat value was confirmed to be correct after subsequent repeats of the sample (no further data provided). The second sample initially resulted with an hba1c value of 6.34, which repeated as 5.34. The hba1c reagent lot number was 43733601, with an expiration date of 30-jun-2021.